Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for was not confirmed; however, the cause is the patient did not properly disconnect the patient line from the transfer set during therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during drain 5 of 5, the home patient (hp) revealed that he had thought that the therapy was over and disconnected, the hc machine alarmed and the hp then reconnected himself. The technical service representative (tsr) explained the issue; the hp did not cap the patient line when disconnected. The tsr then assisted the hp to end therapy. The hp would follow up with manual exchange and notify the nurse about disconnecting and reconnecting. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.